Event description:
Communication between pump and module failed. Pump warning illuminated in red with the warning malfunction. Pump turned off. No harm to the pt. Infusion pump shut off without warning. Connector was found to be corroded. Dose or amount: diltiazem 20 mg, route: IV. Diagnosis or reason for use: left ventricular dysfunction, uncontrolled atrial fibrillation.